Manufacturer narrative:
Patient weight and date of the event are estimated. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right s1 lead migrated which was replaced to address the issue. During the replacement procedure, the physician inadvertently moved the left s1 lead and left l5 lead out of place. As a result, the physician had to also replace the left s1 and left l5 leads.